Manufacturer narrative:
The device has been received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that service was required for the device. During service a worn hose was noted. It is known that the device was not used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.